Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when a bolus has been requested, the pump would delay delivery for approximately a minute or two. The insulin would then successfully be delivered. The customer's blood glucose level was 168 mg/dl. Tandem technical support had the customer deliver a bolus while disconnected and insulin was promptly observed to be exiting the tubing; there was no delay. The customer acknowledged the test and had no further questions.